Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient injection in the lips with 1 ml of juvéderm vollure¿ xc. Approximately two months later, the patient experienced lip/perioral edema and pain. The patient was treated with hyaluronidase and a medrol dosepak 6 days after symptom onset. Per patient, there has been "great improvement" and "the swelling went down - pain."